Event description:
It was reported that the customer had excessive no delivery alarms occur with their insulin pump. The customer's blood glucose level was reported at 179 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.